Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow-up. During the in-clinic atrial capture threshold test, loss of capture was noted in the ventricle channel of the pulse generator. The behavior was only seen during the atrial threshold tests. The patient was symptomatic and felt dizzy due to the loss of capture. The device was reprogrammed to address the loss of capture. No loss of capture was seen after reprogramming and the patient was no longer symptomatic.